Event description:
It was reported that, "during the surgery, the scorpio nrg insert trial was cracked, when the surgeon was inserting it onto the tibial base plate". The surgeon removed the fragment of the trial from the patient's body. The patient did not receive any health damage.

Manufacturer narrative:
If device becomes available with add'l info, a supplemental report will be issued.